Manufacturer narrative:
The reported event was dislodgment. The lead was returned for analysis. Visual and x-ray examination of the lead found the helix stretched, damaged, and clogged with blood / tissue. The helix mechanism test could not be performed due to the helix was damaged as received. Electrical testing did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.

Event description:
T was reported that the patient presented in clinic for a device upgrade procedure. During procedure, the right atrial (ra) lead was dislodged. The ra lead was explanted and replaced successfully. Patient condition was stable prior, during, and post procedure.